Event description:
Spouse reported pt developed shortness of breath, paleness and anxiety. Spouse stated when pt investigated to see if pt's flolan was infusing, pt noticed leaking tubing at the clave injection site. Spouse called 911, changed the extension tubing and stated that symptoms resolved with the tubing change, emt's assessed vital sign as stable. No hosp transport required. Pt has md appt on 4/25/00. Reporter will ship out alternate tubing on 4/21 to arrive 4/22/00.